Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture could not be confirmed. Visual inspection showed that the helix length was within specification. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomaly was noted; the device passed all tests.

Event description:
It was reported that a patient was hospitalized for arrythmia. Interrogation of the ventricular leadless pacemaker (vlp) revealed high capture thresholds leading to loss of capture entirely. The output of the device was initially increased, then at a later date, the vlp was explanted and replaced. The patient was stable throughout the procedure.